Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was to be used to treat a less than 2 cm benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, under endoscopic visualization, it was noticed that the stent failed to expand. The physician removed the stent with forceps and a 10 x 40 wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.